Event description:
It was reported that an unknown patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. There was a foreign black speck inside of the packaging. Upon opening the device packaging for the vizigo sheath, it was noticed that there was a foreign black speck inside of the packaging with the vizigo sheath. The staff was concerned the sterility was compromised. The vizigo sheath was replaced and the issue resolved and the procedure continued. The device was not used on a patient. No patient consequences were reported. Foreign material inside of packaging is MDR-reportable.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 12-may-2022, the bwi product analysis lab received the device for evaluation. The product investigation was completed. It was reported that an unknown patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. There was a foreign black speck inside of the packaging. Device evaluation details: visual analysis of the returned device revealed that no damage or anomalies were observed on the device. Further analysis was not possible due to the original packaging was not available for this investigation and no pictures or another form of evidence was provided. A device history record evaluation was performed for the finished device number 50000095 and no internal action was found during the review. The issue reported by the customer could not be confirmed during the product investigation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).